Manufacturer narrative:
The pump was received with a scratched case and a missing display window/cover. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test and self test. The pump history file/traces download was successful using thus. No unexpected pump error 63 alarm noted during the testing. However, pump error 63 alarm (variableinfo = 0c) was also found in the formatted history file on (B)(6) 2021 at 22:43:41.000 due to problem isolated on the electronic assembly. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.